Event description:
The reported received indicated that there was a rupture on the hub of the device. The problem was encountered during the procedure and was only visible when the physician attempted to pressurize the device. There was no report of injury to the pt.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.